Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on the right atrial (ra) lead. Threshold and sensing tests were performed and were appropriate in unipolar configuration with minimal oversensing was observed. When programmed in bipolar configuration, sensing and impedance measurements were within acceptable limits. The specific out of range impedance measurement resulting in the lss was unable to be determined. The ra lead was to be reprogrammed to unipolar pacing with bipolar sensing. To date, no adverse patient effects were reported as a result of this clinical observation.